Manufacturer narrative:
A partial lead measuring 46.2cm from the distal end was returned for analysis. The reported event of erosion was not confirmed by analysis. During analysis, a failure event was observed which was unrelated to the reported event. Final analysis found external insulation abrasion from 36.0cm to 36.6cm from the distal tip consistent with friction to another device.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. Concomitant medical products: assurity rf dr, unknown event date. Tendril st, unknown event date.

Event description:
Related manufacturer reference number: 2017865-2019-09603, related manufacturer reference number: 2017865-2019-09604. It was reported that the patient presented in clinic for follow up. It was observed that the patient¿s system had eroded through the skin with a lead sticking out. The patient presented on (B)(6) 2019 for procedure and the system was explanted. The patient was stable post procedure.